Event description:
It was reported that during an in-clinic follow-up, high defibrillation impedance was noted on the right ventricular (rv) lead. The lead was explanted and replaced. During the procedure, after implanting the new rv lead, it was noted that the high defibrillation impedance issue reoccurred. The implantable cardioverter defibrillator (ICD) was then explanted and replaced, resolving the issue. The patient was in stable condition.

Manufacturer narrative:
Correction for field d6a- date of implant corrected to (B)(6) 2021. The reported events were unspecified capture issue, lead dislodgement, high pacing threshold, high pacing lead impedance and high defibrillation impedance. The reported events of unspecified capture issue, high pacing threshold, high pacing lead impedance and high defibrillation impedance were not confirmed. As received, a complete lead with stylet inserted was returned in one piece. The helix was returned partially extended, clogged with blood/tissue, and was found bent consistent with procedural damage. Due to the bent helix as returned, the helix mechanism/extension length test could not be performed. Electrical testing and x-ray examination were normal. Visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage.

Event description:
New information received notes that the right ventricular (rv) lead exhibited dislodgement, high pacing impedance, an unspecified capture issue and high capture thresholds. The implantable cardioverter defibrillator (ICD) exhibited episodes of noise, intermittent capture and high capture thresholds.